Manufacturer narrative:
This device is not defective if used in accordance with IFU and the needle is placed into the correct chamber in a straight trajectory. The unifine pentip plus device is not recommended for clinical use which is stated in the directions. Device not returned to manufacturer.

Event description:
Owen mumford (B)(4) received notification from the ansm related to an incident which occurred (B)(6) 2017 with unifine pentip plus 5mm. The complaint was not reported to om (B)(4) prior to the ansm notification and has just been reported to omi USA for submission. The complaint detailed an injury to a nurse after injection on a patient. The used pentip was inserted into the remover hub but the needle bent against the wall and passed through the wall of the remover hub. Om (B)(4) contacted the nurse manager of the hospital to state that these devices are not for clinical use. The device has been disposed of and the nurse is safe with no sereology consequences.